Event description:
It was reported that guidewire coating fray encountered. The 100% stenosed target lesion was located in the non tortuous superficial femoral artery. A gw/.035/315 (bx/3) magic torque dlvr guidewire was used for treatment. However, during procedure, the back end of the wire coating was frayed upon removing the angiojet catheter. The procedure was completed with a different device. No patient complications were reported.